Event description:
It was reported to philips that the device had fuzzy signals and noisy ECG readings. The device was being used for patient monitoring at the time of the alleged failure. There was no reported adverse event to a patient or user as a result of the issue.